Manufacturer narrative:
Device evaluation summary: during evaluation, parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. A patch juncture rent was observed on posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Rupture, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A manufacturing record evaluation was performed for the finished device 6411309 number, and no non-conformance related to the reported complaint condition were identified. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Concomitant product: 250cc mentor memorygel breast implant, catalog number 3542501, serial number (B)(4). Manufacturer's reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient underwent a breast reconstruction with a mentor memorygel breast implant 250cc breast implant and experienced right-sided rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with catalog # 3501635, s/n (B)(4) (l) and catalog # 3502250, s/n (B)(4) (r) on (B)(6) 2019.